Event description:
It was reported that the patient was scheduled for surgery due to wound irrigation and debridement of left chest wound. It is noted that the patient may require a full revision. Surgery has not been confirmed to date. No further relevant information has been received to date.

Event description:
The replacement generator was noted to be implanted on the right side chest, the left side chest underwent irrigation and debridement of the left chest wound as well. After surgery the patient was noted to have minor serous (clear fluid) drainage. And tenderness at the right side incision site. Patient has also recorded a low grade fever once. The leads remain implanted in the patient no other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be not be related to the functionality of vns.

Event description:
It was reported that the patient was referred for full revision due wound dehiscence. Only generator replacement took place. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of vns. No other relevant information has been received to date.